Manufacturer narrative:
A device sample is anticipated, but has not yet been received by (B)(4) for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(4) reports the spike of the uv transfer set separated from the port of a uv twin bag easily during a patient's exchange. The affiliate reports no patient injury or medical intervention as a result of the incident.